Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the black box indicated that a time and date was manually changed on 01/02/2007, 07:03. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump powered on normally and a time test was started but was not able to be completed. The pump was opened and inspected and there was no intermittent condition or moisture ingress found to the power circuit. The pump was disassembled and an internal clock battery malfunction was observed to have occurred.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a time/date issue. The reporter stated that the pump changed the time at random on its own. Reportedly, the pump gained 15 minutes compared to the car and cell phone time. The reporter denied any trauma or moisture to the pump. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.